Event description:
Customer reported that the wake button on their insulin pump sticks, causing the screen to remain unlit, which affects insulin delivery and confirmation of bolus, thereby impacting blood sugars. There was no reported impact to the customer's blood glucose level. The pump was out of warranty and could not be repaired or replaced, and further assistance was declined by the customer. The customer was in the process of obtaining a new device.